Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Patient information and device identifiers have been requested. Stent obstruction and elevated iop is identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4). Submitted to FDA: 6/9/2016.

Event description:
The surgeon reported that an istent patient presented postoperatively with stent obstruction due to iris. The surgeon conferred with the glaukos medical monitor on (B)(6) 2016, who reported that the patient presented 3 months postoperatively with iop in the upper 20 range; upon examination it was discovered that the stent snorkel was occluded by iris tissue. They reviewed options for laser iridoplasty to treat the stent obstruction. Additional information has been requested.

Manufacturer narrative:
MFR reference: #(B)(4).

Event description:
Clinical follow-up was requested and on 10/31/2016. The surgeon provided the following additional event details. Cataract surgery with istent implantation was uneventful on the right eye. Laser iridoplasty was performed on (B)(6) 2016 and was effective in removing the stent obstruction. The patient is on maximum glaucoma therapy and is being evaluated for trabeculectomy.